Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called in to report that the insulin pump was exposed to fluids. The customer was on a boat and fell into the river. Blood glucose reading at the time was 98 mg/dl. Customer mentioned that fluid can be seen beneath the display screen. The customer is currently wearing the insulin pump. Advised the customer to stop using the insulin pump and that it will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.